Event description:
It was reported that patient enrolled in clinical study, underwent left total hip arthroplasty on (B)(6) 2003. A subsequent revision of the cup was performed (B)(6) 2010, due to pain. No further information has been provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Under possible adverse effect, number fourteen states, "intraoperative or postoperative bone fracture and/or postoperative pain."